Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem, unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : mdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was an inaccurate delivery of norepinephrine was confirmed through a review of the received infusion knowledge portal (ikp) report (not validated for log analysis purposes). The ikp report showed that the infusion of norepinephrine at 8mg/250ml was started with the dose at 0.100 mcg/kg/min (rate=39.5ml/h) on the date (B)(6) 2024 at the time of 12:45 am. The norepinephrine infusion infused a calculated volume of 20.6ml while at the dose of 0.100 mcg/kg/min before the dose was increased in error to the value of 1 20 mcg/kg/min (rate=474.5ml/h) at the time of 1:21 am the volume infused calculation was derived from subtracting the volume (83 5ml) at the start of the infusion from the total value when the dose was changed (104 1ml). The norepinephrine infusion dose was decreased to the intended dose of 0.120 mcg/kg/min (rate=47 5ml/h) at the time of 1:27 am. The norepinephrine infusion infused a calculated volume of 49.2ml while at the unintended dose of 1.20 mcg/kg/min. This value was derived by subtracting the volume (104.1 ml) at the start of the infusion from the total value when the dose was changed to the intended dose of 0.120 mcg/kg/min (153.3ml) the received data set ((B)(6) 2024) showed the soft guardrails setting for norepinephrine in the critical care profile was set at 3 mcg/kg/min with the hard max setting at 3.1 mcg/kg/min. The programming error at 1.20 mcg/kg/min did not violate the guardrails settings. No devices or the associated device logs were provided by the facility for further investigation the facility declined a further investigation. Root cause: the root cause for the reported issue of an inaccurate delivery of norepinephrine was confirmed and is attributed to user programming based on the recorded data within the received infusion knowledge portal (ikp) report. No device malfunction was alleged to have occurred and there was no guardrails violation recorded within the ikp report.

Event description:
It was reported that the patient was receiving 0.1 mcg/kg/min of norepinephrine 8 mg/250 ml. The patient had a mean arterial pressure (map) of 60 and a heart rate of 49. The nurse asked another nurse to increase the dose to 0.12 mcg/kg/min, however the second nurse changed the dose to 1.2 mcg/kg/min. After about 8 minutes, the patient had chest pain, elevated troponins, a new map of 124, and the "ekh" showed ventricular tachycardia and a stemi. The norepinephrine was stopped, and the patient returned to baseline after about 10 minutes. The customer was also requesting to add the capability for alaris guardrail alerts to appear for relative changes in dose or infusion rate. The customer later added that no additional medical interventions were provided, and the patient recovered naturally after monitoring. After the patient issue resolved, the norepinephrine was resumed at 0.12 mcg/kg/min. It was also mentioned that there was a heparin infusion running at the time of the event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was receiving 0.1 mcg/kg/min of norepinephrine 8 mg/250 ml. The patient had a mean arterial pressure (map) of 60 and a heart rate of 49. The nurse asked another nurse to increase the dose to 0.12 mcg/kg/min, however the second nurse changed the dose to 1.2 mcg/kg/min. After about 8 minutes, the patient had chest pain, elevated troponins, a new map of 124, and the "ekh" showed ventricular tachycardia and a stemi. The norepinephrine was stopped and the patient returned to baseline after about 10 minutes. The customer was also requesting to add the capability for alaris guardrail alerts to appear for relative changes in dose or infusion rate. The customer later added that no additional medical interventions were provided and the patient recovered naturally after monitoring. After the patient issue resolved, the norepinephrine was resumed at 0.12 mcg/kg/min. It was also mentioned that there was a heparin infusion running at the time of the event.